Event description:
It was reported that the patient experienced "seizures" and "tremors." The emergency room physician reported in regards to the patient's device that she would "guess it's related" to the seizures. It was noted that the physician was "getting interference on the EKG" from the patient's device. Additional information has been requested. A supplemental report will be filed if additional information becomes available. Please see MFR. Report # 3004209178-2013-03849 for information on the patient's other device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2002, product type lead; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 748240, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot # j0424784v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
Additional information received reported that the patient didn¿t have a seizure and it was not device related. It was noted that the patient didn¿t have a history of seizures. It was reported that the tremors were an adverse reaction to neurostimulation and the patient recovered well.